Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that numerous sensors did not work due to blood at the site and that other sensors had the needle and electrode come off in the serter. The customer's blood glucose level was unknown. The customer was informed that the products would be replaced. No further details were provided.